Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced elevated heart rate and oxygen saturation dropped. During the use of an angiojet® zelantedvt¿ in a thrombectomy procedure, the patient was experiencing elevated heart rate and the oxygen saturation dropped during the case. The patient was complaining of shortness of breath, and that he couldn't breathe so they stopped the use of the device and the patient was put on a drip. No further complications were reported and the patient was stable.